Manufacturer narrative:
The reported condition has been confirmed and attributed to the center shaft walls being out of specification.

Event description:
The device was used during an esophagectomy procedure. Reportedly, the anvil did not tilt. The surgeon resected the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.